Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The samples were requested for further investigation.

Event description:
There was an allegation of questionable troponin I results between serum samples from sst tubes and plasma samples from lithium heparin tubes from the same patient when tested on a cobas e 801 analytical unit and an abbott alinity analyzer.